Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) popped before it was used. A second 6/7f mynxgrip vcd had a hole in the "sheath"; the advancer tube was not holding the vessel. The balloon was holding, but blood was coming through the tube. Both attempts were aborted, and a third attempt was made. The last device functioned properly and was used to close the patient. There was no reported patient injury. Both devices were prepped by the surgeon. There was no evident damage to packaging on either device. The devices will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) popped before it was used. A second 6/7f mynxgrip vcd had a hole in the "sheath"; the advancer tube was not holding the vessel. The balloon was holding, but blood was coming through the tube. Both attempts were aborted, and a third attempt was made. The last device functioned properly and was used to close the patient. There was no reported patient injury. Both devices were prepped by the surgeon. There was no evident damage to packaging on either device. The devices will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) popped before it was used. A second 6/7f mynxgrip vcd had a hole in the "sheath"; the advancer tube was not holding the vessel. The balloon was holding, but blood was coming through the tube. Both attempts were aborted, and a third attempt was made. The last device functioned properly and was used to close the patient. There was no reported patient injury. Both devices were prepped by the surgeon. There was no evident damage to packaging on either device. Based on the limited information provided, the reported failures of ¿balloon ~balloon loss of pressure at prep¿ and balloon unable to confirm temporary hemostasis¿ were not confirmed. The exact cause of the issue experienced could not be determined. Based on the limited event information available for review, it is difficult to determine what factors may have contributed to the burst experienced by the customer. However, handling factors are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ when in the patient, while pulling lightly on the device handle to ensure the balloon is abutting the vessel wall, open the sheath stopcock to confirm temporary hemostasis. Detach the shuttle and advance until a definitive stop is felt. Grasp the sheath and with draw it from the tissue tract. Light tension should be maintained to keep the balloon abutted against the vessel wall. Grasp the advancer tube at the skin and gently advance until the single marker is fully visible and hold for up to 30 seconds. Then lay the device down for up to 90 seconds. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.